Event description:
It was reported to st. Jude medical that in 2001, the device detected 9 fib episodes and delivered 7 shocks, artifact or noise was observed on the electrograms. Impedance measurement level decreased over the course of a year from 600 ohms to 370 ohms. The lead was explanted on 2 days later due to a suspected electode insulation defect. Within an hour after the new lead was implanted, the same type of artifacts that were seen on the old lead were observed. It was also noted that the bipolar real time electrograms showed undersensing. The decision was made to implant a new device.